Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it is likely that the footswitch that was connected to the device was faulty, causing the error. However, the definitive root cause was unable to be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
This report is being submitted to correct the legal manufacturer¿s contact information and facility registration number. The facility registration number is 3003724334.

Manufacturer narrative:
The device was returned to an olympus repair facility, and an evaluation of the device was performed. During evaluation, the customers¿ initial report of error code e433 (permanent reboot/temporary failure) was not replicated. The customer¿s specified fault was unconfirmed, the reported error did not occur during the soak testing. However, the error log of the unit showed error e433 multiple times, but with multiple footswitch error alongside it. Also, there was a software upgrade required to the latest version. The e433 error can either be a temporary fault or a permanent fault. If the error is a permanent fault, the device continuously displays the error while rebooting with no accessories connected to the device apart from a power lead. This is caused by a hardware issue within the esg-400. If the error is a temporary fault, the device will display the error when a faulty footswitch has been connected to the rear footswitch connectors and will continuously appear and reboot the unit until the faulty footswitch has been disconnected. In this case, the error is a temporary fault indicating the customer¿s footswitch that was connected to the device was faulty. It is advisable the customer reviews their footswitches to identify the possibly faulty footswitch and remove the footswitch from service. It is also best to advise the footswitch is a non-repairable device and if found to be faulty, would be considered beyond economical repair. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation, or if any additional information is provided by the user facility.

Event description:
An olympus representative reported on behalf of the customer, error code e433 (permanent reboot/temporary failure) appeared on the screen while using hf unit "esg-400". The malfunction was found at the start of the procedure, resulting in a very short delay. A similar device was used to complete the procedure. There was no patient harm, no user injury reported due to the event.